Event description:
After inserting an introducer needle, a guide wire was placed through it. The physician pulled back on the guide wire to make an adjustment. The tip of the guide wire unravelled and broke off inside the patient. The physician had to retrieve the broken piece of wire. The patient is in good condition to date, whith no complications.